Event description:
Oil leaked from the motor onto surgeon's gloves during a lumbar spine case. The surgeon reported that he then saw oil in the surgical site. He stopped using the drill and flushed the site with antibiotics and copious irrigation. The drill was switched out to complete the procedure. The leak caused a 90 minute delay in completion of the surgery and minor delay in patient discharge. At last report, patient was doing fine and has not had any adverse reactions.